Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The alleged product was requested for evaluation.